Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt went from stage 1 in 2005 to a stage 3b. Revision surgery is pending.